Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was anemic, hematocrit was 22.8%. Patient was transfused with 2 units of packed red blood cells. No anticoagulants were given at the time of event. No additional information was provided.